Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal did not load properly and it got stuck in loading mechanism. The seal never came out of the loading device. A replacement seal was used to complete the procedure. The hospital did not report any patient complication.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).